Event description:
As initially reported by the consumer through the legal team, it was stated that the contact lens broke inside the left eye during first time use and consumer had experienced marked inflammation of the left eye following contact lens removal complicated by retained lens fragments, which remained in place for approximately twelve hours. The consumer reported that lens use was discontinued immediately after the event for twenty days. During follow up, the consumer stated that after removing the lenses in the evening, an unusual amount of ocular discharge was noticed. At a subsequent visit, the consumer presented to the emergency room for suspected foreign body in the eye. The consumer was diagnosed with conjunctival hyperemia with absence of foreign bodies and was prescribed prednisolone, neomycin eye drops, one drop three times daily for five days. The treatment ended the following week, and the consumer woke up in the following day found that there was swelling in left eyelid even after completion of therapy and returned to the emergency room. At that time, papillary conjunctivitis related to contact lens wear was diagnosed, with findings of corneal reactive and marked conjunctival hyperemia. Ophthalmologic examination revealed no contact lens residues and no foreign body. Treatment was prescribed as follows betamethasone chloramphenicol eye drops (one drop in the left eye six times daily for six days), chlorhexidine digluconate and vitamin e tpgs (d alpha tocopherol polyethylene glycol succinate) eye drops (one drop in the left eye six times daily), and ofloxacin eye drops (one drop in the left eye six times daily). Three days after subsequent evaluation, the consumer continued to experience papillary conjunctivitis. Fluorescein examination was positive, with diffuse epithelial involvement observed. During this follow up visit, an additional unspecified eye drop was prescribed. The consumer continued previous medications and was additionally prescribed dexpanthenol (pro vitamin b5) gel to be applied four times daily with bandage patching until the next follow up visit. The consumer was also recommended to remove false eyelashes. Follow up examination demonstrated improvement in corneal fluorescein staining and reduction in eyelid edema, though the cornea remained reactive. Along with continuing the therapy with patching of the left eye was recommended. Subsequently, the consumer experienced left eye pain and sought further consultation. Fluorescein examination at that time yielded negative results; however, inferior elastic changes and corneal stromal infiltrates were observed. The consumer was diagnosed with suspected adenoviral keratitis, with associated anterior chamber lymphadenopathy and left sided preauricular lymphadenopathy. Additional treatment was prescribed, including hydrocortisone eye drops (two drops four times daily for fifteen days), chlorhexidine digluconate and vitamin e tpgs eye drops (two drops three times daily for twenty days), and ketotifen (ketotifen fumarate) gel (two drops in the morning and evening for one month). Laboratory testing was performed, including ocular swabs, which yielded negative results. No bacterial, fungal, or dermatophyte growth was detected, including negative cultures on sabouraud agar at room temperature. An optical coherence tomography (oct) examination demonstrated a macular profile and retinal thickness within normal limits in the left eye, with no significant macular abnormalities identified. The consumer planned to undergo a follow up oct examination. The current status of the consumer¿s eye was resolved at the time of this report. No additional information has been requested at the time of this report.

Manufacturer narrative:
H3, h6: the complaint sample has not returned for evaluation. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).